Event description:
The surgeon implanted a cq2015 collamer three-piece lens but it tore while being inserted. The incision was enlarged to remove the lens and two sutures were required to close the incision. The reporter stated it was unknown as to why the lens tore.